Manufacturer narrative:
Alleged failure: insulation has holes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user misuse. The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the insulation was damaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported the insulation was damaged.